Event description:
A report was received that the patient had high impedances on several contacts. The patient underwent revision procedure wherein the ipg and the leads were replaced with a new one due to suspected malfunction. The patient was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.